Manufacturer narrative:
(B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the gear sized, was jammed and heavy moving. Therefore, the reported condition was confirmed. It was further determined that the device was blocked and the bearings were rough running. The assignable root cause was determined to be due to wear from normal use and servicing. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported from (B)(6) that before surgery, it was observed that the reaming attachment device could not drive the attachment. During in-house engineering evaluation, it was observed that the gear seized, was jammed and heavy moving. It was further reported that the device was blocked and the bearing was rough running. It was not reported if there were any delays to the scheduled surgical procedure or if a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.